Event description:
Upon review of medical records it was discovered that the revision on (B) (6) 2006 was to address acetabular loosening and poly wear of the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.